Manufacturer narrative:
This report is filed on september 20, 2017.

Event description:
Per the clinic, the patient experienced tinnitus; resulting in non-use of the device. Subsequently a decision was made to explant the device. The device was explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device as of the date of this report.